Manufacturer narrative:
This event is no longer considered a reportable serious injury as the patient has recovered with no permanent damage.

Manufacturer narrative:
Additional information has been requested regarding the event and product lot information and has not been received. Based on all the available information no casual factors can be determined and no conclusions can be drawn.

Event description:
A doctor¿s office reported that a patient experienced an eye injury after undergoing a thermage treatment. The patient experienced a reaction to their eyes and visited the ER for treatment. The doctor reported using plastic eye shields. Several attempts have been made to obtain additional information from the reporting doctor¿s office. At this time the doctor has not provided any additional details regarding the reported adverse event.